Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error while changing out the reservoir. Customer's blood glucose level was not reported. The insulin pump alarmed motor error while trying to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.